Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the left ventricular lead exhibited low impedance. Lead impedance was 210 ohms when performing isometrics, positional movements and pocket manipulation. The lead will be monitored.